Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. The pump alarmed for air in line when a 0.4 ml air bubble was induced. The air sensor was also tested for air in tubing and fluid in tubing and all results were within specification. The device history logs were also reviewed, and showed that the pump did alarm for air in line. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: after the medicine ran out, the pump kept pulling, and the air in line alarm did not sound. Facility indicated that the nurse set the pump incorrectly.